Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. Ablation of the kent bundle under the mitral valve in trans aorta was conducted. After three ablations were conducted, the patient¿s blood pressure decreased markedly, and pericardial effusion was observed. Pericardial drainage was performed urgently. The patient underwent open chest surgery as hemostasis was difficult to achieve even after pericardial drainage. Perforation around the mitral valve was identified and surgical haemostasias was performed. Required extended hospitalization. There was a timing when high contact force occurred when the ablation catheter was fixed under the valve before the first ablation, the physician felt a strange sensation during this time and there is a possibility the cardiac wall was perforated at that time. The physician¿s assessment of the health problem was serious. No steam pop was confirmed. No abnormalities observed prior to or during the use of the product. Additional information was received on 26-aug-2024. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 03-sep-2024. Patient improved. Patient was still in the hospital. The patient¿s condition was stable and she was moved from intensive care unit (ICU) to the general ward on 27-aug-2024 for post operative management.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. The device evaluation was completed on 17-oct-2024. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No force, irrigation, deflection, temperature or electrical issues were found during the analysis; however, an error 105 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The error 105 was not reported by the customer and the potential cause of the open circuit could not be determined. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Product analysis finding of the ¿open circuit in the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).